Event description:
It was reported that a novum iq large volume pump had issue of no ac power during an unspecified process. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. An event history log review was performed, and the ac power being off was observed multiple times. During functional testing, the customer reported ¿no ac power¿ was confirmed. The device was unable to be power on using a known good ac adapter. The power wiring harness was checked and verified to have no power which was determined as cause of the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be from the power wiring harness. The power wiring harness requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.